Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, when the protection sheath was taken out, it was noticed that the balloon part was detached from the shaft. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two separate pieces. An inspection of the polymer extrusion shaft was performed and revealed that the balloon had detached from the polymer extrusion shaft, 1400mm distal to the strain relief. Also, a stretch was observed. The balloon protector cap was inspected. The proximal folds of the balloon exiting the protector appeared relaxed. A vacuum could not be applied due to the condition of the returned device. During analysis, the balloon protector cap was removed from the balloon with some resistance encountered as a vacuum could not be applied. The inner dimension of the balloon protector met the specified range. The balloon was detached from the shaft of the device. Upon removal of the balloon protector cap, no damage noted to the tip, balloon material, or blades. No kinks or damage were noted along the hypotube of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation, when the protection sheath was taken out, it was noticed that the balloon part was detached from the shaft. The procedure was completed with a different device. No patient complications were reported.